Manufacturer narrative:
(B)(4). The liquid crystal display (lcd) panel was returned for investigation. A visual inspection was performed and no anomalies were observed. A test ventilator was used for functionality tests and verified the device functioning as intended. The lcd panel was attached to the test unit and powered up. It was observed that the display had a white box across the middle. The customer reported malfunction was verified, and the root cause was isolated to the lcd.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) lower screen became white. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.